Event description:
A user facility reported a saline bag back filled during treatment. A patient was connected to the machine at the time of the incident. There was no blood loss and patient did not require any medical intervention. The air separator was replaced.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during dialysis mode. The user visually observed the saline bag refilling with dialysate during treatment. There have been no adverse events associated with the reported issue. The report is being investigation by the MFR via a CAPA. The investigation is pending a supplemental MDR and will be filed at the completion of the investigation.